Manufacturer narrative:
The device history record (DHR) review and service history record review was completed and confirmed that the console was last serviced on 27 december 2022 and the console was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The service repair was performed on site by the field service engineer (fse). During service repair, a component on the voltage select board (vsb) was observed to be damaged. The vsb was replaced. The console passed full functional and electrical safety testing. The console works properly according to all boston scientific specifications. The vsb was returned. Upon receipt of the vsb at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the vsb found burnt marks on the bottom, indicating an electrical short of this component. Based on observed vsb damage, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate (pvp) procedure, the screen was booting up, but the console started to smell burnt and smoke emitted from the bottom. The procedure was cancelled. The patient was not present or sedated when the issue was noted.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate (pvp) procedure, the screen was booting up, but the console started to smell burnt and smoke emitted from the bottom. The procedure was cancelled. The patient was not present or sedated when the issue was noted.

Manufacturer narrative:
The device history record (DHR) review and service history record review was completed and confirmed that the console was last serviced on 27 december 2022 and the console was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The service repair was performed on site by the field service engineer (fse). During service repair, a component on the voltage select board (vsb) was observed to be damaged. The vsb was replaced. The console passed full functional and electrical safety testing. The console works properly according to all boston scientific specifications. Based on observed vsb damage, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate (pvp) procedure, the screen was booting up, but the console started to smell burnt and smoke emitted from the bottom. The procedure was cancelled. The patient was not present or sedated when the issue was noted.